Event description:
The pt's family member called to report that they found the pt unresponsive when taking a nap. Family member called 911 and then used the suspect device to check pt's blood glucose. The suspect device result was 151mg/dl. Upon arrival, the emt's checked pt's blood glucose with their equipment and the result was 38mg/dl. The pt was treated with an IV and given soda. No hospitalization was required. Glucose control solutions were not used on the suspect device system. The suspect device was replaced with new product and authorized for return to the MFR for eval.